Event description:
Reference number (B)(4). Event occurred in egypt it was reported that the patient experienced an issue where the tape did not stick and fell down, on (B)(6) 2026. The infusion site was abdomen. No further information is available.